Event description:
Rn was attempting to prime IV tubing with normal saline and tubing would not prime. She got a second set of tubing and that would not prime either. She tried a different bag of saline and the tubing would still not prime. This was repeated with a 3rd set of tubing, all taken from the same stock room in pod a. She was able to successfully prime a 4th tubing set. This is the second report of this issue with IV tubing. Manufacturer response for IV tubing, smartsite infusion set (per site reporter): lots involved are from 1/17 though 3/18. Continue to use until supply gone. Bd not issuing a recall.